Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
During use - catheter fractured where the oscillation unit is attached to the wire. Product was removed without incident. New device was inserted and procedure was completed successfully. Evaluation summary: the trellis odu and catheter were received for evaluation. The dispersion wire of the odu exhibited rope twisting (twisting on itself) indicating that the wire was twisted in an unsupported configuration (outside the catheter). The grey sigmoidal section was fractured approximately 3cm from the black-grey transition. The remainder of the dispersion wire was trapped in the catheter between the two isolation balloons. The proximal end of the separated wire segment was located at a catheter kink. Conclusion: the complaint was confirmed. The dispersion wire fractured within the catheter lumen. The fracture site coincided with a kink in the catheter shaft. It could not be determined whether the kink was a contributing factor in the fracture or was a result of an unsupported border of the catheter.